Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the carotid artery. After placing a 7f non-bsc introducer sheath and pre-dilatation was performed with a 3x2mm sterling¿ balloon catheter, a 9mm carotid wallstent was implanted to treat the lesion. A 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was then prepped for post-dilatation. A filterwire ez was advanced through the sterling¿ balloon catheter; however, the filterwire ez became stuck between the tip and side hole of the catheter. The procedure was completed successfully. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The balloon was tightly folded. Microscopic inspection revealed a kink in the outer shaft 25cm from the tip, just proximal of the port/exit notch. The inner diameter (ID) of the wire lumen was measured at both ends and is within specification. Microscopic inspection found no irregularities or damage to the tip. The guidewire used in the procedure was not returned with the complaint device. Functional testing was conducted using a thruway guidewire .018¿. The thruway was advanced through the complaint unit smoothly without any issues, however; with the location of the kink at the port/exit notch, the reported difficulty with the wire could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was unable to be loaded onto the filterwire ez and not that the filterwire ez became stuck inside the balloon catheter as previously reported. The wire was inserted into the balloon tip but would not come out through the side hole.